Event description:
N/a

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - unit received had the handle closed without having the 6-inch transitional inserted. This caused the handle to become misshaped. The handle was reopened to accept the new transitional. The shock cushion, finishing cap, transitional, roll pins, and screw were all replaced due to wear. General maintenance and cleaning were performed. Root cause - complaint confirmed via inspection of the unit. The handle had been closed without the 6-inch transitional inserted, deforming the handle opening. Unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2009). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the golden handle on the mayfield ultra base unit (a2101) was closed without the transitional member; the transitional member doesn't fit anymore. There was no patient contact and no delay in surgery.